Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer changed out the site, tubing, and cartridge. Reportedly, drops were not observed exiting the tubing after delivering a 5 unit bolus. The customer's blood glucose level was 295 mg/dl. The customer changed the cartridge and successfully resumed insulin.